Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. (B)(6).

Event description:
It was reported that the surgeon was unable to engage the locking mechanism on the assembly used at the patient's manubrium which resulted in the band loosening from the plate. The surgeon elected to remove the device and close the patient's sternum with wire instead. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For this system (74-0004) and the previous one year (from the notification date), there is a complaint rate of 0.093% which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.